Event description:
Consumer reported via e-mail that the string broke off the tampon when she tried to remove it from her body. No injury was reported.

Manufacturer narrative:
03-apr-2020 product investigation results: no failure could be identified as a result of the investigation.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer reported via e-mail that the string broke off the tampon when she tried to remove it from her body. No injury was reported.